Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.0/1.5/077 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved cause is reported as other.

Manufacturer narrative:
(B)(4).